Event description:
It was reported that the right atrial automatic threshold (raat) test was failing due to low evoked response and there were concerns regarding atrial capture. Manual threshold was showing threshold was 3.5 v at 2.0 ms. Programming changes were made and the patient planned to follow- up with their physician. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).